Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 800 (mg/dl) and ketones. Customer administered a correction bolus to treat their bg level; however, their bg level remain elevated and the customer was later hospitalized. While in the hospital, customer was treated with insulin drips and insulin injections. Customer was released from the hospital on (B)(6) 2016. Review of pump data by tandem technical support on (B)(6) 2016 did not reveal any alarms that would suspend insulin delivery.